Event description:
It was reported that there was a right hip revised due to pain, intraoperatively there was metallosis.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown v-40 36+5 head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.